Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, pump shut off unexpectedly, usb port was loose and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, touchscreen was unresponsive, and the pump was not annunciating audible tones for alerts/alarms. The customer's blood glucose level was 400's mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.